Event description:
The customer reported that insulin from the reservoir leaked below the o-ring and into the reservoir compartment. The customer experienced high blood glucose because insulin was missing and air was delivered instead. The blood glucose reading at time of call was 68mg/dl. The caller mentioned that the o-rings appeared to be misaligned. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.